Event description:
During surgery on (B)(6) 2014, the surgeon was putting a 5.0 screw in the proximal screw hole (the hole for the 5.0 screw was pre-drilled with a 4.3 reamer/drill). According to the reporter, it was not possible to insert the ncb screw into the bone due to a certain resistance. While attempting to insert further, the thread was deformed. The surgeon left the screw implanted. An x-ray was provided and it can be seen that the screw was not screwed in properly.

Manufacturer narrative:
The manufacturer did not receive the affected device since it was still implanted in the patient. Although an x-ray picture has been received, the surgical report was not provided for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. The cause for this specific event cannot be ascertained from the information provided, but when substantial information is received, an updated report will be submitted. Zimmer's reference number of this file is (B)(4).